Event description:
Pt developed symptoms of hypersensitivity after collagen injection. One periorbital site had initial bruising after injection, and that site has most obvious symptoms. Physician has prescribed several courses of medrol dose pack orally.